Event description:
It was reported that shaft break occurred. The target lesion was 70%-80% stenosed in the left main coronary artery to left anterior descending artery extending to the 97% stenosed left circumflex artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation; however, it was noted that the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device lot number corrected from 0021729484 to 0021730416. Device expiration date corrected from 10/07/2020 to 10/08/2020. Device manufactured date corrected from 02/10/2018 to 02/11/2018.

Event description:
It was reported that shaft break occurred. The target lesion was 70%-80% stenosed in the left main coronary artery to left anterior descending artery extending to the 97% stenosed left circumflex artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation; however, it was noted that the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink on the hypotube 109cm from the hub. Microscopic examination revealed another kink at 4.2cm from the tip. There is blood present in the guide wire lumen and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.